Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter tested in settings mode. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2014 at 10:00 am. The patient manages her diabetes with a combination of diabetes medications. The patient stated that she took her usual dose of medications on (B)(6) 2014 around 10:00 pm in response to the alleged meter issue. The patient claimed to have developed the symptoms of "sweating and shaky" from 10:00 pm to 7:30 am after the alleged meter issue began. The patient stated that she took more food/drink as self-treatment on (B)(6) 2014 at 8:00 am. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the csr noted that the subject meter was being used for the first time and the issue was resolved with education on the correct testing procedure. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptoms of ¿sweating and shaky¿ after the meter issue began. These symptoms do meet lifescan¿s criteria for a serious injury.